Manufacturer narrative:
We are unable to establish a causal relationship between the proper installation and use of the device and the reported event. Megadyne determined the event is not reportable per cfr part 803 since the event did not result in death or a serious injury, a malfunction was not identified and intervention was not required to preclude a serious injury or death. The reported complaint "the device had continuous activation" is unconfirmed. Functional testing performed on the returned product indicated that the pencil is working within specs and we could not duplicate the reported event. Dissection of the device did not reveal evidence of any defect or malfunction. A review of the DHR indicates the product was mfg to dmr specs. A review of product history reveals this to be a reliable component of electrosurgery. Dome switch reliability testing has demonstrated that the dome switches on these pencils are capable of enduring 500 activations without binding or failure. Since no root cause could be identified in the reported complaint megadyne recommended the user facility review the other components involved in the event (i.e. Footswitch, generator, etc.).

Event description:
Event desc: the operating room staff was preparing for a procedure. The electrosurgical unit (esu) was turned on and set to cut "30", coag "30". The esu activated and would not stop. No one was touching the unit or switches. The staff turned the esu off, and removed the pencil. The pencil was re-inserted and the unit was turned back on. When the unit was turned on the settings read cut "194", coag "0". The unit was turned off then on again and the settings were changed to the original settings. Using the same pencil, the unit worked temporarily then cut activated and would not stop. The esu sys was replaced with another sys and biomedical engineering was notified. During biomedical testing the probe (pencil) was constantly active and eventually failed. The esu tested fine with another probe and was returned to svc. The defective probe is being held in biomedical for further testing.